Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a torn downstream occlusion seal and a damaged upstream occlusion sensor. The sensor and seal were replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a damaged upstream occlusion sensor and seal. The event occurred during testing.